Event description:
When using the newly supplied e-swabs we recognized that they break easily. They are designed to break along a pre-determined point for transport to lab but the concern is that the pre-determined "line" of breakage is within the oral cavity when obtaining a throat culture. As these are often performed on children that are to say the least not cooperative we are worried about a potential choking hazard.